Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleeve head, the lead was stretched, and the lead was damaged at implant. The analyst also noted that the helix cannot extend and retract due to distal conductor distortion within the connector.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt there was difficulty positioning the lead, and the helix became stuck after the third positioning attempt. The lead was not implanted, and another lead was successfully implanted. No patient complications were reported as a result of this event.